Manufacturer narrative:
A twist ha 3.25mmx11.5mm (item # 2131) was returned for investigation alongside its cover screw and implant. Visual inspection of the as returned products identified flaring of the prongs around the implant's collar. Functional testing was performed for the returned products and found that it could not merge effectively with its cover screw. When the screw is placed, it cannot merge completely, and gets stuck if screwed with force. Product information was not provided for the implant, in addition there was no allegation of the implant thus the implant will not be further investigated. No pre-existing conditions were noted on the per that could contribute to the event. The reported device was located in an unknown tooth # and was removed upon placement due to the reported event. Pictures or x-ray images were not provided of the event to evaluate. DHR review was completed for the subject lot number (2018061501). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 2018061501) for similar events and no other complaint was identified. June post market trending was reviewed and there were no negative trends or corrective actions for the reported event (does not disengage) or device (2131). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. A definitive cause could not be identified. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Device was not returned.

Event description:
It was reported that the healing cap / cover screw (2131) got stuck in the implant. Implant was removed and replaced to complete the procedure. Tooth location 27.